Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had issue with button. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated insulin pump had multiple insulin pump error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and it was passed. Customer stated multiple insulin pump error was occurred after battery change. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test. No pump error 68 or pump error 23 noted during testing, however device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace and pin trace on keypad assembly. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. Fill cannula was programmed at 2.0 unit and recorded in device history file.